Event description:
The facility's biomedical engineering department returned the device for service. During service testing, baxter service technician reported that the device underdelivered. The hospital representative stated they have no record of any patient incident involving the pumps since the last baxter service event.